Event description:
It was reported that there was a cup removal because of pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items were returned due to hospital policy. A review of the provided medical records and/or x-rays by a clinical consultant indicated: "radiology confirms stable components but right acetabular component has low to absent anteversion resulting in the rim of the cup protruding beyond the acetabular bone margins. The surgeon¿s diagnosis was anterior hip pain due to psoas impingement. The cup was revised, found to be well-fixed in the bone at surgery but was indeed protruding beyond the bone. The new cup was placed deeper in the bone with more medialization. Stem was found stable in the bone and was left in place." It concluded "root cause of failure is an adverse mix of predominantly procedure-related factors regarding cup position causing impingement between iliopsoas tendon on the exposed anterior metal rim of the cup with an additional contribution by patient-related factors such as age related muscle-tendon atrophy" the investigation concluded that the root cause of the pain suffered by the patient owes its origins to the placement of the acetabular cup as a result of the primary total hip replacement. The medical review completed indicated that the acetabular cup was protruding beyond the acetabular bone margins, as a result the patient was experiencing pain due to psoas impingement. The reported event regarding malposition was reported for a trident psl ha solid back 54mm was confirmed.

Event description:
It was reported that there was a cup removal because of pain.